Event description:
A malfunction was reported with the pump displaying code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer contacted technical support, who provided instructions to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.